Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure coil was visualized in the endometrial cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coil was visualized in the endometrial cavity looking like it was stretched out". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometrial ablation ("had an ablation"), abdominal pain lower ("cramping") and pelvic pain ("pain"). The patient was treated with surgery (curette and forceps). Essure was removed. At the time of the report, the device expulsion, endometrial ablation, abdominal pain lower and pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, device expulsion, endometrial ablation and pelvic pain with essure. The reporter commented: physician used curette and forceps to gently tease it free from the fallopian tubes and removed it. Diagnostic results: on ultrasound the essure coil was visualized in the endometrial cavity looking like it was stretched out. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure coil was visualized in the endometrial cavity") and endometrial ablation ("had an ablation") in a female patient who had essure (batch no. Unknown) inserted for female sterilization. Other product or product use issues identified: unintentional medical device removal "she was doing a d & c, the instrument caught on the insert, & pulled it partway out & stretched it". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d&c) and surgery (d&c). At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter provided no causality assessment for device dislocation and endometrial ablation with essure. The reporter commented: physician used curette and forceps to gently tease it free from the fallopian tubes and removed it. Per dr., there was no product issue or expulsion with the micro-insert - she said when she was doing a d & c, the instrument caught on the insert, & pulled it partway out & stretched it. She said it was her fault & she was adamant that it did not expel and there was no issue with insert. Diagnostic results: on ultrasound the essure coil was visualized in the endometrial cavity looking like it was stretched out. Most recent follow-up information incorporated above includes: on 1-aug-2017: information received vai spontaneous report form: event "essure coil was visualized in the endometrial cavity" was updated to dislocation. Event "essure coil was visualized in the endometrial cavity looking like it was stretched out" was deleted. New events "had an ablation", unintentional medical device removal, pain and cramping were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.